Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested on (B)(4) 2011. A completed questionnaire has not been received. (B)(4).

Event description:
An ophthalmic surgeon reported a defective implant prior to surgery. He stated that the patient was already on the table but the incision had not yet been made. Since there was no other implant available, he decided to change to a trabeculectomy. There was no significant surgery delay; only five minutes from when the device defect was noticed and when the ophthalmic surgeon decided to change the procedure. He stated that the injector in which the implant is preloaded was present but the implant was not there. He observed that the wire was bent.